Event description:
Reporter indicated that a patient had their vns lead and generator replaced due to high impedance. During vns diagnostics taken at the operation to replace the patient's generator, high lead impedance was found when attaching the new vns generator to the previous lead. As high lead impedance was still occurring with the new generator and the resident lead, this ruled out a lead pin insertion issue. The generator was returned for analysis; however, the lead was discarded in surgery. No anomalies were found with the generator during analysis. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.